Manufacturer narrative:
Philips service replaced the geoipc and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)..

Event description:
It was reported to philips that geoipc was unable to communicate, causing the table top to not lock on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.